Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2018. On (B)(6) 2018, dexcom was made aware that medical intervention had occurred. The patient stated she did not know when the reaction began, but noticed it after removing the sensor. On the left side mid-abdomen there was red-purple bruising. The bruise outlines the pod only, not the patch area. Reportedly, the patient suffers from a latex allergy. The patient went to a doctor, who stated that the reaction came from the sensor or transmitter being rubbed or bumped. Exact date of medical intervention was not provided. No additional event or patient information is available.